Event description:
During inspection of our loaner products, it was found that there was a crack on the spring at the screw hole.

Manufacturer narrative:
Investigation in progress but not yet complete.